Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
A revision surgery was performed due to a broken humeral stem which was broken at the end level of the superior most lateral screw.